Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer originally contacted physio-control to request service for a non-critical issue related to obtaining 12 lead ECG's. Upon evaluation of the customer's device, physio-control observed that it displayed a service indicator and logged an event code in its memory when attempting to shock during the energy testing portion of the evaluation. The code, which first occurred during the testing, is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer originally contacted physio-control to request service for a non-critical issue related to obtaining 12 lead ECG's. Upon evaluation of the customer's device, physio-control observed that it displayed a service indicator and logged an event code in its memory when attempting to shock during the energy testing portion of the evaluation. The code, which first occurred during the testing, is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.